Event description:
Distributor reported to beckman coulter that its customer had previously reported that the rotor broke into pieces and resulted in centrifugal contents escaping the veterinary unit.

Manufacturer narrative:
Distributor reported that the rotor was broken into pieces on their customer's statspin vt unit, and pieces came out of the centrifuge, and a small piece struck an operator's face. There was no report of medical intervention as a result of this event. The customer also stated the seal between the cover and the unit was not tight, they were unaware of the frequency with which the o-ring were changed, and the roto and o-rings were last replaced 3 months prior to the event. There were no reports of burning smell, smoke or fire. According to the distributor, its customer elected not to return the unit for further evaluation.